Event description:
It was reported by svc report that the seat broke and there were sharp edges. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Seat. The customer repaired and returned the stair chair to svc.